Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "weakness", "leakiness", dizziness and had loss of consciousness. The customer was unable to self-treat and was hospitalized (duration unknown) where they received treatment with glucose and insulin (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Event code was observed and secure-1 was created to address the issue. Reader turns on with home button. Reader was connected to the computer using an usb (universal serial bus) cable and ¿connected to pc¿ message was observed. Reader was unplugged and no message was observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "weakness", "leakiness", dizziness and had loss of consciousness. The customer was unable to self-treat and was hospitalized (duration unknown) where they received treatment with glucose and insulin (type/dose unknown). There was no report of death or permanent impairment associated with this event.